Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm vista voluma xc in the jowls 2 times 5 months apart. Seven months later, the patient developed a fever and swelling of the jowls was observed that was noted to be an allergic reaction/infection. Patient was treated with an antibiotic. After the treatment, "symptom recovery tendency." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00350 (allergan complaint # (B)(4)). This MDR is being submitted for the first injection of suspect product, juvéderm vista voluma xc.